Event description:
A user facility submitted a repair request to the olympus service center indicating, during a prostate biopsy procedure, the image with the visera elite video system center was not displayed due to poor contact at the scope insertion part. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event. This report is related to an event reported previously. (Patient identifier: (B)(4).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to a faulty lock and worn-out contacts. The device conformed with the specification for shipment and the event did not recur; it might be accidental fault or fault from handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [6.3connection of an endoscope]. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts get wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor field performance for this device.